Manufacturer narrative:
Returned device was received in good physical condition but the right plunger was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, they were unable to customer's reported problem. The clutch half left and right and the spring were replaced as a preventative measure as these parts were over 2 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a check clutch plunger error during an occlusion test. There was no patient present at the time of the event. No adverse events were reported.